Event description:
It was reported that the 10mm x 2mm wolverine coronary cutting balloon was advanced to the 99% stenosed, severely calcified and mildly tortuous lesion located in the left anterior descending artery. However, it was unable to cross due to being a severely narrow lesion. The device was pulled and pushed several times in attempt to advance to the lesion. It was unable to cross the lesion, and when the wolverine was taken out, there was a part found to be deformed on the balloon. When the wolverine was inflated outside the patient's body, leaking of contrast media occurred and the balloon ruptured after one inflation at six atmospheres. The procedure was completed with a different device as different manufacturer and different size successfully and no patient issues were noted to have occurred.